Manufacturer narrative:
As reported, when removing the 6f/7f mynxgrip vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no damage to the device prior to opening the package. The mynx vcd was used in an interventional peripheral procedure with a retrograde approach. It is unknown whether the patient was thin or had shallow vessel depth. The deployer was mynx certified. There was no resistance or friction experienced as the mynx vcd was advanced through the non-cordis sheath, and the sheath was not kinked or bent. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The vessel type was arterial, with mild vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The sealant was stuck to the device components. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged with the black handle. Neither the syringe nor the catheter sheath introducer (csi) used in the procedure were returned, and the stopcock was found in the open position. The advancer tube was advanced distally, and the sealant was distally advanced by the advancer tube as well. The condition of the returned device indicates an activation of the device¿s deployment mechanism. The returned device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. A functional analysis could not be performed as the unit was received already deployed. The reported event of ¿sealant-sealant dislodged¿ was confirmed through analysis of the returned device since it was out of its manufactured position and deployed on the catheter. The exact cause of the issue reported could not be conclusively determined. However, based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining on the catheter when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when removing the mynxgrip vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no damage to the device prior to opening the package.the mynx vcd was used in an interventional peripheral procedure with a retrograde approach. It is unknown whether the patient was thin or had shallow vessel depth. The deployer is mynx certified. There was no resistance or friction experienced as the mynx vcd was advanced through the non-cordis sheath, and the sheath was not kinked or bent. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The vessel type was arterial, with mild vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. The sealant was stuck to the device components. The device was returned for evaluation.

Event description:
As reported, when removing the mynxgrip vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no damage to the device prior to opening the package. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.